Event description:
It was reported that the patient presented in clinic for a routine device check. During the visit, the pulse generator was unable to be interrogated. On (B)(6) 2017, the device was removed and replaced. The patient was stable following the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Device had reached end of life and telemetry was stable throughout testing when an external battery was used